Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not ocate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failed. A field service engineer performed to apply conductive grease to the spade connectors on the latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using then bd pyxis¿ medstation¿ es, remote manager was failed. The customer reported that the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this incident.